Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported there was an intermittent communication issue prevented the system from booting up. There was no pt injury or death reported.